Event description:
On (b)(6) 2026, it was reported that on (b)(6) 2026, the user passed away. The cause and circumstances of death are unknown, and it could not be confirmed whether the user was using the iLet at the time of death. No treatment, hospitalization, or additional clinical information was obtained.

Manufacturer narrative:
The user was reported deceased on (b)(6) 2026. The cause and location of death, relevant medical history, circumstances preceding the death, and whether the user was wearing or using the iLet at the time of death could not be determined. The healthcare provider had previously requested retraining because the user was reportedly not using the iLet consistently and did not fully remember how to operate the system; however, this information does not establish whether the device was in use at the time of death or contributed to the outcome. Multiple attempts were made to contact the user¿s family for additional information, but no response was received. A device-log review could not be performed because no records for serial number (b)(6) were available on the cloud servers, indicating that the device had not completed a log synchronization. The device was not returned for evaluation. Because the cause of death is unknown and available device and clinical information are insufficient to evaluate the event, a causal relationship between the iLet and the reported death cannot be confirmed or excluded. No device malfunction has been established, and the investigation conclusion remains Cause Not Established. If additional information becomes available, a supplemental MDR will be submitted.